Event description:
On (B)(6) 2015, my spouse had a boston scientific spinal cord stimulator implanted. Shortly after two yrs of implant, wife noticed two bumps protruding out of her spine and when she set back she got an electrical shock that was horrendous. After reporting to boston scientific rep for several months and nothing being done. I myself called boston scientific and (B)(6) tells me we are sorry the rep your wife was working with has been let go. In the meantime it's been six months of pain, not being able to sit back due to electrical intense shocks down spine. Boston scientific sent a new rep to my wife's dr appt and he took pictures of the spine and said yes the anchors mounted to the spine have come loose or moved and you need to go through spinal surgery, and also have the entire battery pack removed and replaced, and also the leads up through the spine need to be replaced. He said boston scientific has revised the anchors due to problems with them. Now the battery does not charge properly she has to go through 4 hrs of spinal surgery and if the leads don't want to come out it could rip her spinal cord. There is reports of this all over the internet yet the FDA has not posted a recall. It has paralyzed people, has been removed on hundreds of people. There is a reason that boston scientific has revised the device. Please help us get this recalled. How many americans can continue with boston scientific's reject.